Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is an approximation based upon the details provided. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer experienced skin irritation while wearing an adc freestyle libre sensor. Caller further reported the customer had been experiencing ¿skin irritation and allergies¿ associated with all her sensors since (B)(6) 2017. Caller further reported customer had contact with a healthcare provider and was prescribed mupirocin (an antibiotic). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. The sensor was seated properly. No product deficiency was identified. If additional product is returned or additional information is obtained a follow-up will be submitted.

Event description:
Customer¿s husband reported customer experienced skin irritation while wearing an adc freestyle libre sensor. Caller further reported the customer had been experiencing ¿skin irritation and allergies¿ associated with all her sensors since (B)(6) 2017. Caller further reported customer had contact with a healthcare provider and was prescribed mupirocin (an antibiotic). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. The follow up #1 report was sent in error. Extended investigation is required for this case and a final report will be submitted once the final investigation is completed.

Event description:
Customer¿s husband reported customer experienced skin irritation while wearing an adc freestyle libre sensor. Caller further reported the customer had been experiencing ¿skin irritation and allergies¿ associated with all her sensors since (B)(6) 2017. Caller further reported customer had contact with a healthcare provider and was prescribed mupirocin (an antibiotic). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s husband reported customer experienced skin irritation while wearing an adc freestyle libre sensor. Caller further reported the customer had been experiencing ¿skin irritation and allergies¿ associated with all her sensors since (B)(6) 2017. Caller further reported customer had contact with a healthcare provider and was prescribed mupirocin (an antibiotic). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. The sensor plug was seated properly. The applicator has not been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Labeled for single use corrected from the previous follow- up report.